Event description:
It was reported that the customer received a button error on the insulin pump while he was asleep. The buttons were reportedly locked up. No significant events leading to the issues were recalled. The customer was advised to discontinue use and revert to a back-up plan. His blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces, but no button error alarm was noted. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, missing end cap sticker and cracked reservoir tube lip.